Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) the full lead was returned and no anomalies were found. However, the proximal conductor was distorted, there was blood in/on helix/lobe mechanism, and the lead was damaged at implant.

Event description:
It was reported that at the implant the helix on the lead didn't screw out smoothly but jumped out of its parked position. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.